Event description:
A caller reported a pixel issue on the pump display, which affected the customer's ability to interact with the pump as the pixel errors hid the blood sugar values, causing difficulty in reading final numbers correctly. There was no adverse impact to the customer's blood glucose level as it remained within the normal range. Technical support resolved the issue by initiating a replacement of the pump.